Event description:
Reporter states the chair continues moving for a while after the toggle switch has been disengaged. It does not cut off the power to the actuator quick enough. No injuries reported.